Event description:
Customer reported a malfunction on the pump with a code of malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue arises again.